Manufacturer narrative:
Device was evaluated and found to be operating within specifications. This type of burn is consistent with the ground pad not being applied properly to the patient by the user.

Event description:
Patient underwent a procedure which required the use of a neutral pad. Patient indicated no immediate pain or discomfort during procedure. After the procedure burns, swelling, and redness to the upper back at the area of placement of the neutral pad was noted.